Event description:
It was reported the programmer boots to an error message. The error may have first occurred when installing a software update. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the programmer boots to an error message. It was further reported that the error may have first occurred when installing a software update. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not verify the initial report of the programmer booting up with a system error. After the error log was checked, it also could not be verified that errors had occurred in the past. The programmer hinge plate was noted to have three loose screws.